Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 11:12:44 on (B)(6) 2024. At 23:08:08, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 23:08:55, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact, intermittent cardiac activity and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 23:21:40 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the strained cable caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 11:12:44 on (B)(6) 2024. At 23:08:08, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 23:08:55, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact, intermittent cardiac activity and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 23:21:40 on (B)(6) 2024.